Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition on the right ventricular (rv) channel. It was also noted that there was oversensing of noise on the shock channel, left ventricular (lv) and right atrial (ra) channels. Electromagnetic interference (emi) has been ruled out as a cause. Boston scientific technical services (ts) was contacted and suggested obtaining an x-ray to assess the cardiac resynchronization therapy defibrillator (crt-d) and leads. Non-invasive programmed stimulation (nips) was performed where defibrillation threshold (dft) testing was not successful. The device sensitivity was changed to 0.8 in the rv. The system remains in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the crt-d was explanted and replaced. All leads remained in service with the new device. No additional adverse patient effects were reported.

Event description:
Additional information was received that the physician ruled out electromagnetic interference (emi) as the cause of the noise. The patient was brought into the office. During the interrogation no noise was seen during isometrics or pocket stimulation. The physician scheduled the patient for a revision procedure where he will evaluate the leads and device. At this time the cardiac resynchronization therapy defibrillator (crt-d) and leads remain in service.

Event description:
Additional information was received that small and non-physiologic noise continues to intermittently be seen on all three channels the noise is oversensed and leads to pacing inhibition, but no asystole greater than two seconds. The patient states that he feels dizzy at times. It is thought that the noise is due to external electromagnetic interference (emi), however they have been unable to figure out the source of the emi. The patient was sent an extensive list of emi sources and to see if he interacts with any of them. The patient would also take note of what he is doing if he ever feels dizzy to possibly correlate with noise in future checks. The system remains in service and no additional adverse patient effects were reported. Further review of the previous reported information found that non-invasive programmed stimulation (nips) was performed where defibrillation threshold (dft) testing was successful and noise was not able to be created. The device sensitivity was changed to 0.8 in the rv.